Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called and reported experiencing repeated issues with air bubbles in the reservoir. Customer stated they would keep insulin at room temperature. It was further stated there were no air bubbles when they finish filling and small bubbles would appear hours later while the reservoir is in the pump. The customer was advised that they could be filling the reservoir too fast and mixing air with the insulin. Customer agreed that they were frequently filling the reservoir very fast and that this could be the problem. It was advised that the customer apply a new technique and call back, should the issues persist. Customer will not be returning the reservoir for analysis.